Event description:
Before deployment of the contralateral iliac leg graft in the limb of the main body, a sizing catheter was advanced into the aorta. Measurements taken determined that the selected leg graft would not land where desired. An iliac leg extension was then deployed in the limb of the main body, extending the limb and allowing for the leg graft to achieve the designated landing zone. The contralateral iliac leg graft was then deployed successfully. A balloon catheter was advnaced into the graft and inflated in an attempt to mold and seal all junction and fixation sites. A second balloon catheter was advanced and inflated at the graft junction and seal sites. During the withdrawal of the balloon catheter through the graft, the iliac leg extension was pulled downward, approx 3/4 to 1/2 of the distance of the previous overlap. Another iliac leg extension was advanced to the site of the migration and was deployed bridging the two devices, ensuring a more secure seal at the junciton. Area was ballooned without any further complications. Ipsilateral leg graft was deployed and molded without consequence. Procedure was concluded after the final angiogram was performed visualizing a successful exclusion of the aneurysm.